Event description:
The customer tested his blood glucose and received a reading of 232 mg/dl using his contour meter. He retested using his breeze meter and received a reading of 81 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the high reading. He did request that his meter be replaced. The customer's meter is to be returned for evaluation. A replacement meter was sent to the customer.